Event description:
At initiation of hemodialysis treatment staff noticed a crack in the arterial fistula needle luer connector. Due to air in the system and potential for contamination the blood volume in the tubing and dialyzer were discarded resulting in ebl = 250cc. No pt injury or need for medical intervention is reported. Pt was recannulated and new bloodline and dialyzer set up to continue treatment.